Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 rtg0582093 (hcp): information was received from a healthcare provider regarding a patient who was receiving unknown ba clofen (2000 mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in on (B)(6) 2024 because the pump was critically alarming from empty reservoir. The healthcare provider (hcp) stated that they are going to program it to 20ml and not fill the pump, just silence the alarm, because the patient was getting a new pump on the (B)(6) 2024 since his current one was not working. Per patient, the pump was not dispensing medication properly, so he was getting it replaced. A dye study was done late march, but no programming steps are seen in the logs. However, she saw a motor stall and recovery on the 9th of last month and confirmed that was from an magnetic resonance imaging (MRI). There was no other information was given around how the pump was not working and why they were not going to fill pump. The technical serv ices (tss) walked caller through how to silence active alarm.